Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm. Customer was able to clear alarm and rewind insulin pump. Customer was performed self test and it was passed. Customer stated that replacement on second occurrence for motor arm cannot communicate with the main arm alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.